Manufacturer narrative:
The explanted ipg was returned to the firm for testing, where it continued to display communication issues. Cause of the communication issues is confirmed to be related to a manufacturing error and not due to patient training or use of the system.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back with the implanted leads targeting the cluneal nerve. Within 3 days of having the nalu system implanted, the patient relocated from (B)(6). During verbal follow-ups with the nalu representative in (B)(6), the patient reported having some challenges with achieving consistent communication between the ipg and the external therapy discs. The patient was relucant to pursue any corrective actions relating to the communication issues and reported that the therapy provided by the system was "life changing" despite the inconsistent communication between components. Troubleshooting over the phone found that the patient appeared to be struggling with identifying the proper placement of external components, likely due to insufficient training after the patient relocated. On (B)(6) 2025 the patient returned to (B)(6) for surgical revision to remove the existing ipg and place a new one in a new pocket location for better accessibility for the patient. The original leads remain in place and in use with the new ipg.